Event description:
Reportedly, a portion of the balloon seal disengaged from the trocar into the patient cavity and was retrieved to complete the case without incident. Patient status: no patient injury reported.